Event description:
The customer reported that the clear insulation on the device was sliding up and down during the procedure. It was discovered a few months after surgery that the patient has undefinable urine leakage and now needs a second surgery. Initially, it was noted that both the surgeon and patient are not making a claim but wanted to file this complaint for recording purposes. Now, the surgeon believes the urine leakage was caused by current leakage of the device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.